Event description:
The following was reported to hamilton medical ag: during preoperational check, oxygen cell malfunction detected during ventilator testing no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).